Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, an unusual noise was heard during the tomosynthesis sweep. It was reported that the event occurred during a patient exam. The caller reporting the issue was not the technologist operating the system and was unable to provide further details regarding the nature of the noise. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed abnormal noise and vibration during tomosynthesis motion. Upon inspection, the fse found that two c-arm rotation bolts within the vertical travel assembly (vta) were broken. The fse removed and replaced the vta assembly and associated components and reassembled the system. Required calibrations and quality control testing were performed. Following the repair, the tomosynthesis motion was verified and the system was confirmed to be operating according to manufacturer specifications. No further information is currently available.